Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in house biomed discovered, the cs300 intra-aortic balloon pump (iabp) unit notified maintenance code #5 and lost system date and time. There was no patient involved.

Manufacturer narrative:
A getinge field service technician (fst) evaluated the unit for the reported malfunction. The fse shifted the helium tank and corrected the system time/date. The fse replaced the ac line cord (0012-00-0886-0) as the one being used was not medical grade. It was the wrong gauge and was not an OEM cable. The fse performed a preventive maintenance (pm). All tests were within range. The iabp was cleared for clinical use.

Event description:
N/a.